Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a crt-p implantation procedure, a pneumothorax occurred while performing the subclavian puncture. A drainage procedure was performed to resolve the issue.

Event description:
Additional information received indicates the patient was stable following the drainage procedure.